Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the patient underwent a left total knee arthroplasty. Subsequently, the patient is experiencing pain, falls daily, instability, fluid build-up and wearing of the knee post-operative.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: concomitant devices - unknown femoral component catalog #: ni lot #: ni, unknown tibial component catalog #: ni lot #: ni the complaint sample could not be evaluated and the reported event was unable to be confirmed. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-02511 0001822565-2018-03006 0001822565-2018-03007